Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two sprinter legend rx ptca balloon catheters to treat a moderately tortuous and calcified lesion exhibiting 60% stenosis located in the mid circumflex (cx) artery. Both devices were inspected with no issues. The lesion was pre-dilated. Negative prep was performed with no issues. Resistance was encountered when advancing both devices however excessive force was not used. The devices did not pass through a previously deployed stent. An attempt was made to treat the lesion with a 3.0x12mm sprinter legend balloon. It was reported that a balloon burst occurred on the third inflation at 10atm. An attempt was then made to treat the lesion using a 2.5x20mm sprinter legend balloon. It was reported that a balloon burst occurred on the second inflation at 12atm. The patient is reported to be alive with no injury.

Manufacturer narrative:
The devices were being used to pre-dilate the lesion. It was reported that the devices were re-positioned prior to the burst. A sudden drop in pressure was noted on the inflation device. The physician continued the procedure using a non-medtronic balloon to pre-dilate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with contrast visible in the balloon and inflation lumen. The balloon passed negative prep. The device was inflated to nominal pressure of 8 atm with no issues noted. The balloon maintained pressure. There was no burst evident on the balloon. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.